Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The pump head was turned manually and started to work correctly and the reported issue was solved. A functional control and a test run were performed and passed with no further issue shown. The device was returned to service. The root cause of the reported issue is due to the fact, that the pump is immersed in water can be blocked if not used. According to instruction of use, the pumps need to be activated at least every other week during the disinfection process. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient circuit during priming. There is not known patient involvement.